Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon thought that on multiple firings the staples did not form as usual. Eleven days after the procedure, the patient was re-admitted and underwent another surgical procedure due to a leak. After noticing the in usual formation off the staples we proceeded to reinforce with sutures and clips. Leak was close to the ge junction. The outer staple line was not regularly formed and there was oozing along the entire staple line. The leak was detected by a cat scan. Surgeon traditionally start with a black then transition to a green and finish with a gold. Patient continues to have a leak controlled with drainage and supported by tpn. Seamguard with gold loads used only close to the ge junction never for the antrum or the body of the stomach.

Manufacturer narrative:
(B)(4).